Event description:
Staff nurse was using the saf-t holder blood culture device. When she removed a blood culture tube, the rubber over the needle came off. In a reaction to stop the bleeding, she put her thumb up and experienced a needlestick.